Event description:
Customer called in to report that she had high blood glucose of 490 mg/dl and the insulin pump is not working correctly. Customer stated that the unit was alarming no delivery, it is not delivering the insulin properly and it got suspended by itself. Customer stated that she had high and low blood glucose for the last 6 weeks and the doctor changed the settings 10 days ago. Troubleshooting was performed per specifications. Advised to call when she receives the tubing clamp to run the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.